Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was elevated. Customer changed out the cartridge/infusion set. No further alarms occurred and blood glucose level improved.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.